Event description:
Reportable based upon analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft leak occurred. The 90% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). During inflation of a 4.0mm x 150mm x 150cm coyote mr balloon catheter a shaft kink and contrast leak was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good. However, returned product analysis revealed a pinhole in the shaft.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: examination of the returned device revealed contrast in the inflation lumen and blood on the outside of the balloon. The balloon was loosely folded, which is consistent with having positive pressure applied. Functional testing with an inflation device filled with water was used to confirm that the shaft leaked through a pinhole possibly caused from what appears to be a tear 3mm distal from the guidewire exit notch. There was a kink on the inner shaft 5mm distal from the proximal markerband. Product analysis revealed a pinhole in the shaft and a kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).